Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction, the medical determination is that this malfunction is likely to cause or contribute to a serious injury to a pt because a forceful removal of a fms device with fully inflated balloon may cause an injury to the soft tissues of the rectal mucosa. No add'l info pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
A convatec sales rep sent an email stating they were contacted by a purchasing agent for a hospital stating the balloon did not deflate when the ICU tested it before insertion.